Event description:
During use of the device for a demonstration, the user reported the unit would not function by battery. The user also reported that the battery charge level remained high on the central control monitor. Since the event occurred during a demonstration, there was no pt involvement during this event.